Event description:
It was reported that the right atrial lead exhibited an insualtion anomaly. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that only the distal end was returned. An insulation abrasion was noted at 35.4 cm to 35.7 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device.